Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 1/24/2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege, as a results of the surgeries, and the period of time prior to it when the pt's asr was failing, the pt: underwent three surgical procedures to date that would not have been needed if the asr had performed satisfactorily during its expected useful life; is potentially permanently harmed by metal poisoning and metallosis from the metal debris of the asr implant; lost wages and future loss of earning capacity; incurred med expenses and will incur add'l med expenses in the future; and is permanently harmed, because of complications normally associated with a second hip replacement.